Event description:
It was reported that the customer's insulin pump was exposed to moisture due to battery acid. Troubleshooting occurred. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
All operating currents tested within specification and no unexpected battery alarms were noted. However, the battery tube was corroded. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.